Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The aspiration was working. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and was found non-conforming with foreign material on the port face ¿ possible surgical material. The sample was then functionally tested for aspiration, actuation, and cut. The probe was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The fillet of the inner cutter / coupling bond was visually inspected and found to be conforming. Wear marks were observed at the bend area. The complaint evaluation confirms the probe could not function properly. The root cause for the cut and actuation non-conformances is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).